Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to the initial with information inadvertently left out. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the suggested event occurred, due to fluid invaded the plug unit, while the user was handling the subject device. However, the root cause could not be specified. The event can be prevented, by following the instructions for use, which state: inspection of the endoscopic image. Perform the leakage test. Olympus will continue to monitor field performance for this device.

Event description:
There was a delay of 30 minutes. The patient did not suffer any harm or additional trauma, other than longer procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the 3rd party device evaluation. The device was not returned to olympus but was returned to a third party for evaluation. The evaluation found: water ingress inside the plug body; up/down angulation need to be adjusted; play evident in both up/down, right/left angulation wheels; and intermittent image whiteout due to water ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during of a diagnostic colonoscopy procedure and midway into the large colon an error code e315 (scope error) message was displayed when using the colonovideoscope. The screen had eminent linear images and displayed ¿unsupported scope¿. The customer stopped moving the scope allowing the nurse checked the scope for possible problems, such as a water leak; however, none were found. The system was rebooted, but nothing changed. The identical code continued to appear on the scope. There was no patient harm associated with the event.